Manufacturer narrative:
The actual sample was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed which substantiated the complaint. Therefore, the reported condition was confirmed. The assignable root cause was determined to be mis-handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that it was discovered that the "cord was damaged" on the foot control device. The reporter clarified that no wires were exposed. The reporter stated that the "device was left in a repair bin with a note for repair". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, adverse events or prolonged hospitalization. The exact date of the event was unknown, however, the reporter clarified that the event occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.